Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's mother reported that the ambulance was called as well. The customer's blood glucose was 250 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of hospitalization. The customer's mother stated that they got detached to the insulin pump. The customer's mother stated that they were not wearing the insulin pump at the time of hospitalization. The insulin pump will be returned for analysis.